Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the cartridge is not detected during the load cartridge step. There is no additional information available at this time. This report is being made based on the alleged load step malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). Correction # 2531779-03/24/2010-003-r.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: review of the black box revealed several loss of primes and no cartridge detected warnings. During the investigation, loss of prime and no cartridge detected alarms were verified. A rewind, load and prime sequence was performed with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no associated alarms. A force sensor calibration test was performed and was determined to be within specifications. The pump was opened for investigation and revealed no damage to the force sensor. The flex cable pin was noted to have cracks in the solder.